Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation with an attached locator. The attached visual inspection of the returned product identified wear and debris about the implant body, and the device is noted to be fractured at the vent. The product was too badly damaged to be accurately measured in its returned condition. The reported product was located on tooth # 5 and used for approximately 4.5 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fracture after moderate bone loss, noticed during check-up. Abscess, inflammation, and pain as well as mobility of prosthesis were noticed. Implant was removed and patient was rescheduled for new implant placement. The reported fracture event was confirmed following inspection of the returned product. The reported medical events could not be verified with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k013227.

Event description:
It was reported that the implant fracture after moderate bone loss. Abscess, inflammation, and pain as well as mobility of prosthesis were noticed. Implant was removed and patient was rescheduled for new implant placement.